Event description:
Information was received that the rod did not get much distraction as it was found to be broken. No patient adverse event was reported.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
No additional information has been provided.

Manufacturer narrative:
Device records review: a review of the device history records (DHR) indicated that the rod was manufactured by the specified requirements and met all of the required quality inspections before shipment.